Manufacturer narrative:
The subject device has not returned to omsc but was returned to olympus service operation repair center (sorc) for evaluation. Sorc checked the subject device but could not duplicate the reported phenomenon. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based on the report of sorc, omsc surmised there was the possibility this phenomenon was attributed to temporary dust or dirt adhering to the electrical contacts of the subject device video connector. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the image of the subject device was disappeared at the unspecified timing. The occurrence date of the event is unknown. There was no patient injury associated with this report.